Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect, dissection of the coronary artery is listed in the xience prime ce everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, moderately tortuous, 99% stenosed, mid left anterior descending (lad) artery after pre-dilatation with a 2.0 x 12 mm unspecified balloon the 3.5 x 18 mm xience prime stent was deployed, however, a distal stent edge dissection was noted. A second xience prime stent was used as treatment without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.